Event description:
The customer reported that the insulin pump alarmed and the display went blank. Troubleshooting was performed, but the issues were not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a problem with the interface board. Unable to verify the alarms due to the blank display.